Event description:
Pt admitted for cosmetic surgery (facelift, laser ablation). Nurse was called into pt's room post-op, and was notified of blue discoloration on r side of mouth, r side of chin. The icepack apparently slid down around the pt's mouth, and bacitracin ointment dissolved the ink on the icepack label. The ink soaked into pt's skin, causing blue discoloration. Area of discoloration was scrubbed w/sterile gauze and sterile 3% nacl until discoloration faded out. Slight blue streak still noted at (r) corner of mouth. Pt d/c home same day.